Event description:
It was reported that when the safe light cable is plugged in, the unit goes into standby intermittently.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.